Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was sent to the supplier and evaluated. It was reported that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had cloudy lenses. Per service report, this complaint can be confirmed. The following defects were found during evaluation: outer tube damaged, distal tip, distal tip has deposits, image error, on camera, image cloudy/blurred. The defective parts were replaced, and the device was tested and found to be working according to specifications. The damages to distal tip and outer tube, and minor scratches on the device are most likely a result of user mishandling of the device or a possible fall. The deposits on the distal tip were caused by an improper cleaning of these endoscopes after usage by the customer. The physical damages to the distal tip and outer tube, and deposits on the distal tip would have caused the customer to experience cloudy/blurred image quality. A manufacturing record evaluation was performed for the finished device [1381314] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during inspection on 12/15/2020, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had cloudy lens. There was no procedure nor patient involved. No additional information was provided.